Event description:
It was reported that error 1871 occurred. There was patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was one repair request in the past one year. Visual and functional tests were performed. The root cause of the event was found to be an anomaly in the motor revolution detection sensor. The device was returned to the customer with no repair provided at the customer¿s request.